Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hosp for high blood glucose couple months ago. It was stated that the customer was running high for an extended period of time. Troubleshooting was performed. It was stated that the last infusion set change was two months ago. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin passed the tests. No further info was provided.